Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 5 log entries between the (B)(6) 2008 and (B)(6) 2013, the longest of which lasts 5 minutes 39 seconds. No further log entries were recorded. Upon visual inspection of the printed circuit board the capacitor was found to be cracked. This would suggest the capacitor failed. This resulted in a short circuit and would then cause the pad-pak to blow a fuse and therefore appear depleted. The device is tested before leaving heartsine, it is therefore concluded the component failed after dispatch. Investigation was unable to replicate or find any evidence of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.